Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube cyst. Concurrent conditions included follicular cyst of ovary, adnexa uteri pain and menstrual migraine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), raynaud's phenomenon ("reynaud¿s"), psychological trauma ("psych injury"), alopecia ("hair loss") and post procedural infection ("complications during removal surgery infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral) on (B)(6) 2019 and hyst. (Full), repeat/multiple surgeries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, allergy to metals, raynaud's phenomenon, psychological trauma, alopecia, weight increased and post procedural infection outcome was unknown and the heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, post procedural infection, psychological trauma, raynaud's phenomenon and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2019. She received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and reynaud¿s disease. As per mr, discrepancy noted in date of removal: (B)(6) 2019. Procedure performed: diagnostic laparoscopy with bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: status post essure placement with occlusion of the fallopian tubes bilaterally. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) : result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient's medical history, lab data and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), raynaud's phenomenon ("reynaud¿s"), psychological trauma ("psych injury"), alopecia ("hair loss") and post procedural infection ("complications during removal surgery infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral) on (B)(6) 2019 and hyst. (Full), repeat/multiple surgeries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, allergy to metals, raynaud's phenomenon, psychological trauma, alopecia, weight increased and post procedural infection outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, psychological trauma, raynaud's phenomenon and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2019. She received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and reynaud¿s disease. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified): result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dyspareunia (painful sexual intercourse), pelvic / abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, raynaud¿s disease, psych injury, hair loss, weight gain and complications during removal surgery infection. Patient date of birth, lab data, essure removal date and treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.